Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse went to give infusion on the third day, blood flew out of the clamp on a bd saf-t-intima¿ integrated safety catheter system. No injury or medical intervention.